Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 130 - this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm and rewind the pump successfully. The insulin pump failed the displacement test. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Patient returned pump for alleged pump error 130 and device failed test observed on 20-jan-2023. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. No unexpected alarms/alerts/anomalies noted during analysis. Successfully utilized thump to download history file and traces. Verified the pump alarmed pump error 130 on 01/20/2023 at 18:55:15.000. Pump was cut open to perform visual inspection and found moisture damage on the motor and keypad connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, and peeling serial number label.pump passed required testing. No pump error 130 alarms noted during analysis, pump error 130 not confirmed. Device test failed not confirmed. Moisture damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.